Manufacturer narrative:
Calibration data was provided for ggt-2 from 01-jul-2020 to 26-aug-2022. Calibration data was provided for gluc3 from 27-aug-2018 to 14-sep-2022. The calibrator used by the customer had expired on (B)(6) 2021. The qc data provided was incomplete. It could not be determined if qc was acceptable on the day of the event. The investigation determined the event was consistent with handling issues at the customer site (too short sample clotting time and using an expired calibrator solution). The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for ggt-2 ¿-glutamyltransferase ver.2 standardized against ifcc / szasz (ggt-2) or gluc3 glucose hk gen.3 (gluc3) on a cobas integra 400 plus. Patient 1 initial gluc3 result was 8.2 mmol/l. The repeat results were 5.6 mmol/l and 5.6 mmol/l. Patient 2 initial ggt-2 result was 78 u/l. The repeat results were 8.1 u/l and 8.0 u/l. On 26-sep-2022 patient 3 initial ggt-2 result was 40 u/l. The repeat results were 66 u/l and 38.12793 u/l. On 27-sep-2022 patient 4 initial ggt-2 result was 40 u/l. The repeat result was 79 u/l. No questionable results were reported outside of the laboratory. The ggt-2 reagent lot number was 62067501 with an expiration date of 31-dec-2022. The gluc3 reagent lot number was 60356401 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field application specialist (fas) visited the customer site and found that both reagents were at the end of their use. The photometer lamp was last replaced on 17-jun-2021. Preventive maintenance was last performed on 12-jul-2022. The customer used a sample clotting time of 10 minutes. The investigation is ongoing.